Event description:
In 2002, patient called doctor's office and reported noticing a slight lump in throat at surgical site after bending over. Patient was advised to come in but did not have transportation. Patient reported to emergency room later that evening and surgery was performed. Endarterectomy patch was noted to be ruptured; suture line was intact. Patch was removed and vessel repaired with reversed segment of greater saphenous vein. Cultures were obtained from area of removed patch, and portion of the patch was sent for cultures and sensitivity and sent to pathology. Patient was sent to recovery room in stable and satisfactory condition.